Event description:
This is a (B)(6) female who had a left wrist arthroscopy on (B)(6) 2012 where again we used an arthrocare microcaps wand, a 2-04 radius shaver and a wire driver. The arthroscopy was done noting that we made sure we had good inflow. We had suction on the outflow. What I noticed on her was that her skin seemed as if she had a burn and the probe actually seemed warm, it looked like steam or smoke coming from the portal. This was the sixth patient that I have used the arthrocare system but the third one I used the microcaps wands on and I didn't really think much of it except that I stopped using it when I saw that the skin had changes and also stopped using it on any additional patients. The rep was there and we spoke to multiple people at arthrocare, sent the wand out to be looked at. Postop, she was seen and everything looked fine. No real signs of infection but when I took her stitches out, her wounds were just a little bit more raised so I did prophylactically put her on an antibiotic because she had pins in and then I saw her on (B)(6) 2012 and when I was talking to her and her mom just to get her preop for her pin removal which was on (B)(6) 2012 and I examined her, she was not able to move her ring finger and I felt that her tendon may have been popped. We got an ultrasound but the first ultrasound was inconclusive because of the scatter from the pins. When I took her pins out on (B)(6) 2012, we did an ultrasound again and it looked like there was a 90% chance that it was popped so we did an MRI and the MRI was 100% that she ruptured her extensor digitorum communis tendon to the ring finger. This was discussed with the family all along noting that I had two other patients with issues. I took her to the operating room on (B)(6) 2012 and what I noticed was that the portals, the skin just did not look healthy in the sub q. There was sclerosed fatty tissue that looked as if it was from heat and necrotic. You could still see the portal and the 4-5 portal going through the capsule. There was significant synovitis on the dorsum of the capsule. What I found was that it completely ruptured the extensor digitorum communis tendon to the ring finger and the small finger noting that her extensor digiti minimi was totally intact which was why she had extension in the small finger. What I also found was that when I examined her tendons, the extensor indicis proprius was ruptured to the index finger but again her extensor digitorum communis was intact. The long finger extensor digitorum communis had some mild changes but was healthy. The tendons that were ruptured, you could see that they looked like they were heated up and not healthy. Biopsies were taken but I will not get them back for probably about one week and I had to do tendon transfers for her. I felt this was similar to the other patient where this was due to the heat from the probe.